Event description:
It was reported that: at 24:00 during operation of the incubator, an audible alarm occurred (air flow). When the nurse checked on the neonate, she saw ashes on top of the baby. She immediately stopped the incubator and unplugged the o2 supply which was at 100%. Together with the air flow alarm, a high temp alarm also occurred just before the nurse stopped the incubator. There was no pt injury.

Manufacturer narrative:
Eval is underway. Results will be included in a follow up report.